Event description:
It was reported that this system exhibited a lead safety switch due to high, out-of-range right ventricular (rv) pacing impedance measurements (>2000 ohms). High capture threshold measurements were also noted. Because the patient is pacemaker-dependent and the implantable device is approaching normal end of life (eol), the patient was hospitalized pending a revision procedure. Information has been requested regarding what action will taken this rv lead during the device replacement procedure, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this system exhibited a lead safety switch due to high, out-of-range right ventricular (rv) pacing impedance measurements (>2000 ohms). High capture threshold measurements were also noted. Because the patient is pacemaker-dependent and the implantable device is approaching normal end of life (eol), the patient was hospitalized pending a revision procedure. The device was subsequently explanted and replaced and a new rv lead was implanted to resolve the event. This lead was surgically capped and abandoned. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.